Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a procedure on an unknown date. After using the wallflex enteral colonic stent, perforation occurred on the patient. Note: no further information has been obtained despite good faith efforts because information is unavailable per customer/account.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2114 captures the reportable patient complication of perforation.